Event description:
I have used the dexcom continuous glucose monitoring system since 2019 with no issues, but since (B)(6) 2025, I have had 14 wearable sensors fail or fail to deploy. This is alarming to me because I rely on continuous glucose monitoring as a person with cystic fibrosis related diabetes. (Cfrd is most similar to type 1.) I rely on dexcom's alarms to awaken me when my blood sugar drops while I am sleeping as well as at various times during the day. Though my diabetes is well controlled overall (my a1c is 5.6), it's because I work full time at it. I still have erratic blood sugar highs that reach the 400s and lows that fall into the 40s. Because the dexcom cgm alerts me when my blood sugar is rising and falling, it is an invaluable tool in my diabetes management. I replace my sensors about every two weeks. But over a dozen times (I've lost count) this year, when I have tried to deploy a sensor (by holding it against my skin and pressing a button), the sensor failed to deploy. In one case, the sensor stopped receiving readings after an hour. This worries me because I get a finite shipment of sensors every 90 days. If I get six sensors in a shipment, I start getting worried when I run through four that don't work. In several cases, I have been down to one or two unopened sensors left, praying one of them would work. Otherwise, I would need to rely on my glucometer and finger sticks, which are helpful but provide only a snapshot of what my sugar is at the moment, as opposed to how it is trending, which the dexcom provides. I have called, emailed, and written dexcom several times about this issue, asking the company to review its lot numbers and to stop sending out sensors from what appears to be a bad lot. The problems persist. Thank you for looking into this matter and holding dexcom accountable for its quality control. It directly affects patients' lives. (B)(6) p.s. I returned all of the faulty sensors to dexcom, who replaced them with more sensors. (Some of the replacements failed, too). Reference reports: mw5170787, mw5170788, mw5170789, mw5170790, mw5170792, mw5170793, mw5170794, mw5170795, mw5170796, mw5170797, mw5170798, mw5170799, mw5170800.